Event description:
Pt reported experiencing erratic blood glucose (65 mg/dl-436 mg/dl), since 2004. Pt self-treated by eating, or taking add'l insulin, as necessary. Additionally, pt reported that the device's memory is not retaining the bolus history. Pt believes the device is at fault for erratic blood glucose.